Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pbbdgpt0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a cat underwent a sterilization procedure on an unknown date and suture was used. During the procedure, the suture broke about 1 cm after the end of the needle.